Manufacturer narrative:
At this time, product has not yet been returned. It has been determined that there was no indication that the product did not meet specification. The sensor kit expiration date is 31 jan 2020. The medical event associated with this complaint occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a low reading issue with the freestyle libre sensor. The customer was feeling unwell for 2 weeks, with symptoms of palpitations and weakness, and went to her healthcare provider. A blood glucose result of 270 mg/dl was obtained compared to scan of 130 mg/dl, and customer was referred to hospital. At the hospital, a laboratory blood glucose result of 310 mg/dl was done compared to scan of 110 mg/dl, and customer put on IV fluids and treated with insulin. There was no report of death or permanent injury associated with this event.